Event description:
The device was used during a pancreatectomy procedure. Reportedly, the suture broke. No pt injury reported.

Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.